Event description:
The customer reported having issues with two reservoirs. The caller stated that they were malfunctioning, and it happened a year ago. The customer stated having similar issues recently where she could not get insulin to draw. The customer did not recall the glucose reading at this time. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).